Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received missing segment due to cracked zebra connector at the lcd board. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to missing segment. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that there was a display anomaly on the insulin pump. Customer stated there was black lines on the insulin pump's screen. Customer also reported going to the emergency room for high blood glucose in the past. The customer also reported using a cell phone holder for their insulin pump. The customer was advised the magnetic material inside the cell phone holder may be causing the lines on the insulin pump's screen. Customer's blood glucose was 14 mmol/l. The customer agreed to return the insulin pump for analysis.